Event description:
The customer reported that the insulin pump alarmed motor error and another error alarm. Assisted the caller to perform the displacement test and the test failed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm or perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant alarm. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.